Event description:
(B)(4). Same case as 2134265-2010-04216. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. Target lesion 1 was located in the proximal right coronary artery (rca). On an unknown date the physician implanted an unknown size taxus liberte stent. Target lesion 2 was located in the mid rca. The physician implanted an unknown size taxus liberte stent in the lesion. In (B)(6) 2010, the patient had a 9 month follow-up with no complaint of anginal symptoms. Follow-up angiography was performed which showed the proximal rca was 3.00mm with 99% stenosis, and the mid rca was 2.50mm with 0% stenosis. The physician implanted a non bsc stent of unknown size. The procedure stenosis was 25%. The patient was discharged 2 days later. At the 1-year follow-up the patient had no anginal symptoms.

Event description:
It was further reported that the lesions were located in proximal right coronary artery (prox rca) and the mid right coronary artery (mid rca) and were treated with pci. The lesion located in the prox rca had a reference vessel diameter of 3.00 mm and a length of 32.0 mm was 100% stenosed. The physician treated the lesion with pre-dilatation, and implanting a 3.00x32 mm taxus liberte stent and post-dilatation. Residual stenosis became 25% and timi flow improved from 0 to 3. The in the mid rca had a reference vessel diameter of 2.50 mm and a length of 32.0 mm and was 100% stenosed. The physician treated the lesion with pre-dilatation and implanting a 2.50x32 mm taxus liberte stent and post-dilatation. Residual stenosis became 25% and timi flow improved from 0 to 3. The patient was discharged without complications 2 days post index procedure on aspirin, ticlopidine hydrochloride, and warfarin potassium. At the time of the event the lesion in the prox rca had a length of 15.0 mm, and timi flow improved from 2 to 3 following the reintervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).